Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The hemostatic valve was leaking when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient had transient st elevation while a lasso catheter was inserted in the s heath. The st elevation resolved, the sheath was replaced and the cryoablation procedure was completed without further issues. There were no device issues noted during the procedure. When the device was returned, analysis showed a leaking hemostatic valve. Reportable based on analysis completed on 06/19/2014.